Manufacturer narrative:
The actual device was evaluated upon receipt. The unit was visually inspected and pressurized, and leak was observed when the unit was connected to a bpm head. A review of the device history record could not be performed as the lot number was not provided. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. < 1 cc blood loss. Product was not changed out. Surgery was completed successfully.